Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, there was a loss of connection between the g5 transmitter and the g5 application. Patient turned off the bluetooth on the smart device and turned it back on, removed and reinstalled the g5 application, manually entered the transmitter ID, and the transmitter successfully paired to the application. No additional event or patient information is available.